Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patients hemoglobin dropped while recovering from the initial procedure. Additional imaging was done but no endoleaks were seen. However the physician decided to bring the patient back and implanted a 36x39 endurant cuff and 4 endoanchors as a precaution. The event reportedly resolved and physician then felt that there were no other issues. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.